Manufacturer narrative:
A manufacture representative went to the site to inspect the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A computer was returned to medtronic for analysis. It was found that the computer was functioning as expected and no failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue had not re-occurred, so the computer was not replaced. During a site visit to perform the replacement it was noticed that the existing system¿s hard drive was over 85% full, so a number of exams dating back almost two years were deleted to free up hard drive space, and the issue was unable to be replicated. Numerous reboots were attempted to recreate the issue, but were unsuccessful. The site had multiple cases since then without any incident.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown. Device evaluated by MFR: no parts have been returned to the manufacturer for analysis. Device manufacture date: device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system went unresponsive in the application launch screen when the system was turned on. A clinical specialist (cs) was able to move the mouse, but when they clicked on cranial the image did not turn green and they were unable to do anything. The system was rebooted and the cs was able to launch the cranial software, but then the system was unresponsive again. It was noted that it took 2-3 reboots until the cs was able to load the patient scan in. Once the registration screen was obtained and the system brought into the room it worked as expected. It was noted that a new computer was being sent out since the unresponsiveness occurred with both the cranial and application launch applications. There was no patient involvement.